Manufacturer narrative:
This device remains implanted therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that low out of range pace impedance measurements were noted when it comes to this right ventricular lead. Noise was also seen. No revision will take place as there was stenosis noted at the subclavian vein and thus not explant was possible. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that low out of range pace impedance measurements were noted when it comes to this right ventricular lead. Noise was also seen. No revision will take place as there was stenosis noted at the subclavian vein and thus not explant was possible. No adverse patient effects were reported.